Event description:
The device was used during a laparascopically assisted vaginal hysterectomy procedure. Reportedly, the instrument did not cut and the knife disengaged. The surgeon applied cautery to complete the procedure. The hosp has reported no pt injury occurred.